Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call experiencing high blood glucose over 600 mg/dl. The customer changed the infusion set and insulin and current blood glucose was 226 mg/dl. The customer stated that they tried to bolus but the insulin pump would not deliver it due to having active insulin and the customer did not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing had one large air bubbles. Insulin did exit the tubing with manual prime. The cannula was not bent. The customer was advised to change the entire infusion set and reservoir.